Manufacturer narrative:
They did o2 gas path test and sent log file and screenshots for trouble shooting and analysis. The root cause is determined to be leaking o2 safety valve. Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 experienced technical failure 389 "no o2 dosing possible" during verification test in their facility. The customer confirmed that there was no patient involvement associated with the reported event.